Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to the motor encoder signal out of phase. They were unable to perform the self test, off no power test, unexpected restart error test, occlusion test, prime/compromised force sensor system test, no delivery test, and the displacement test due to the motor error alarm. The pump passed the idle current test and ran the current test. The pump had a minor scratched display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. Customer had some motor error alarms in the alarm history. Customer's blood glucose was normal and did not require medical treatment.